Event description:
It was reported the pt experienced a change in her stimulation after a car accident. An sjm rep met with the pt and lead diagnostics showed invalid contacts. Reprogramming was unable to resolve the issue. X-rays were ordered. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.